Manufacturer narrative:
The customer did not provide patient demographic of weight. Service was not dispatched for the event. System parameters such as quality control were performing within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. The cause of the non- reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer contacted beckman coulter to report non-reproducible troponin I (access accutni+3) results for one patient on the unicel dxi 600 access immunoassay system (s/n: (B)(4)). The initial access accutni+3 result was above the normal reference range of the assay. The customer reanalyzed the sample on the same unicel dxi 600 access immunoassay system and obtained lower results, within the normal reference range of the assay. The customer reanalyzed the samples on an alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The customer reanalyzed the sample from the patient on an alternate method (istat) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were not reported outside the laboratory. There was no report of impact or change to patient care or treatment. Calibration, quality control (qc) and system check parameters met assay and system specifications. Beckman coulter (bec) customer technical support (cts) advised the customer to perform a system check and fifteen (15) replicate precision run to verify instrument performance. The customer performed a passing system check and a passing fifteen (15) replicate precision run using level one qc material. The patient's sample was collected in lithium heparin gel separator tube and centrifuged at 5000 revolutions per minute (rpm) for three (3) minutes at room temperature. The customer did not note any sample integrity issues.